Event description:
Additional information was received stating that there was no premature detachment. No damage was noticed upon opening the package, and no evidence of tampering or damage to the device packaging was observed, including on delivery. The proximal end of the pushwire was secured in the guidewire clip (black rubber stopper) when the package was opened. The damage was seen after pulling out the coil, but no kink or damage was observed on the pushwire.

Manufacturer narrative:
Update to h6: following additional information received, fdd code a0501 was updated to a0401. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis as found condition (condition of returned device): an axium prime coil was returned for analysis within a shipping box; within a sealed biohazard pouch; within an opened axium prime coil inner pouch and within a dispenser track. The axium prime coil was returned within the introducer sheath. Visual inspection/damage location details: the axium prime pushwire was found broken at ~break indicator. The axium prime coil was found to be still attached and appeared to be stretched within introducer sheath. The implant coil was pushed out further from introducer sheath for additional analysis. The implant coil was found to be stretched. No other anomalies were observed. Testing/analysis (including sem reports): n/a conclusion: based on the device analysis and reported information, the customer¿s report of ¿prod damage/deformed out of pkg¿ was confirmed as the pushwire was found to be returned damaged, not secured within the rubber stopper and without the clip. It is possible the damage occurred during production or upon opening the package and attempting to remove the product or after removing it from the package. The root cause could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that upon opening the packaging and pulling out the axium prime bare coil, it was found that the backup detachment point at the tail end was broken. The coil was replaced with a medtronic coil to complete the procedure. There was no patient involvement. The patient was undergoing coil embolization surgery for treatment of a ruptured, saccular, posterior communicating artery aneurysm with a max diameter of 3 mm and a 2 mm neck diameter. It was noted the patient's blood flow was normal and vessel tortuosity was moderate. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). Ancillary devices included an echelon microcatheter.